Event description:
End user is a 47 yr old female who has a neobladder since 2013 and one of her 2 kidneys has a lot of known scarring from past utis. She caths via her native urethra as they connected her neobladder to it. She states she prone to utis and despite trying to stay well hydrated feels like her neobladder has continued to secrete more and more mucous over the years. She states she has had utis with various other catheters prior to her switch to the ultra14 and she switched to it about 2 yrs ago. She said the first year of use of the ultra14 she did not get utis, which was great. She has noticed that this year though, she has had about 3 utis with use. She states in jan, may, aug of this year she has been diagnosed with 3 separate utis. Her symptoms are increase in mucous production, sometimes malodorous urine and always lower back pain by kidneys. She always goes to get urine testing as ordered by her md and the urine culture is either klebsiella or e. Coli that grows out and she typically gets prescribed oral antibiotic bactrim each time which helps the most. She just finished a treatment course about a week ago. She is going through menopause as well and has been on an estrogen patch and just started a probiotic called visbiome. She does not typically ever flush her neobladder nor was ever instructed to her by urologist. She always washes her hands prior to cathing, ensures to not contaminate the catheter and cleanses urethra with a basic water wipe and a coconut oil based castille soap wipe. This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the uti.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.